Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was sensing at 1.4mv to 2.0mv bipolar and 5.6 to 8.0mv unipolar. At implant r-waves were at 9.5mv. Reprogrammed to unipolar. No patient complications were reported as a result of this event.